Event description:
It was reported that during an arthroscopy procedure, the shaver handpiece started on its own. There is no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.